Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products - series a patella catalog 184768 lot 273260; offset tape adapter catalog 185211 lot 192780; splined knee stem catalog 141624 lot 858380; splined knee stem catalog 141618 lot 984430; biomet tibial tray catalog 185203 lot 162630; vanguard ssk femur catalog 185267 lot 2745024. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee revision due to instability approximately two years post implantation; the bearing and locking bar were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as the explant was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4)

Event description:
It was reported that a patient underwent a revision of a tibial bearing due to instability. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.